Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation both response buttons were non-functional. The cause for the failure was missing button domes. The root cause for the missing dome could not be positively identified. There were no adverse events associated with the damaged monitor.